Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose, and his blood glucose was treated with manual injections. The customer mentioned having kidney issues. The customer stated that he was taken off of the device. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.